Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. What were the indications for surgery? Unknown. Regarding ¿the staple line did not form¿: were there any staples present? If so, what was their shape? Yes, staples were present. Shape of the staples were slightly bent. What healthcare professional fired the device and what is his/her experience? Doctor and he is very experienced. Where in the green range was the indicator located prior to firing? Unknown exactly, however, it was in the green range. Did the healthcare professional receive audible and tactile feedback when firing the device? Unknown. Was the washer inspected? If so, please describe. Unknown. Were the forces to fire higher/lower than expected? Unknown. What is the current patient status? Fine.

Manufacturer narrative:
(B)(4) date sent: 11/15/2016. Batch # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Regarding the staple line did not form: were there any staples present? If so, what was their shape? What healthcare professional fired the device and what is his/her experience? Where in the green range was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Was the washer inspected? If so, please describe. Were the forces to fire higher/lower than expected? What is the current patient status? The analysis results found that the ecs29a device arrived with no apparent damage and with three preformed staples. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic converted to open colon procedure, while using the device to connect two parts of the large intestine the device was fired. The surgeon inspected the device after firing and there were two tissue donuts but the staple line did not form. The case was converted to open and the surgeon hand sutured the anastomosis to complete the procedure. The patient is reportedly recovering fine.